Event description:
The hospital is noticing an increase in infections. They believe it is something they are doing but wanted to inform the company of what was happening. They are seeing the infections occur anywhere from 48 hours to three weeks.